Event description:
Reportedly, while the pt was undergoing an ercp exam, fluoroscopy was lost. The fluoro image froze on the bv 300 monitor and no further images could be obtained. Allegedly, the aborting of the procedure precluded a final diagnosis of the pt at that time. Reportedly, there was no injury and no impact on the condition of the pt as a result of this event.